Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation\ migration of essure device \malposition of essure device\migration of a left microinsert into the fimbrial\ region of the left fallopian tube'). Uterine perforation ('malposition of essure device location of device: was higher than it should had been, migration of essure:uteru/perforation :uterus') and pelvic mass ('pelvic mass') in a 46-year-old female patient who had essure (ess205) (batch no. 624479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included body mass index normal. Concurrent conditions included headache, augmentation mammoplasty, shortness of breath, arthropathy, cardiac arrhythmia, endometriosis, pelvic congestion syndrome, pelvic adhesions, chronic anemia, endometrial ablation, ovarian cyst, axillary adenopathy and breast pain. Concomitant products included ondansetron, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse) and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic mass (seriousness criterion medically significant), 6 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menopause ("early onsetof menopause"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower left side abdomen"), uterine mass ("left uterine mass"), ovarian cyst ("left ovarian cyst"), hyperhidrosis ("sweats"), abdominal distension ("bloating") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, pelvic mass excision and pelvic mass excision). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pelvic mass, vaginal haemorrhage, menorrhagia, menopause, cystitis, vaginal infection, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, allergy to metals, weight increased, fatigue, uterine mass, ovarian cyst, hyperhidrosis, abdominal distension and mood swings outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hyperhidrosis, menopause, menorrhagia, migraine, mood swings, ovarian cyst, pelvic mass, pelvic pain, urinary tract infection, uterine mass, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion mentioned as (B)(6) 2009 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: as per pfs results- one did not take and the other dislodged. As per mr impression: 1. Migration of a left microinsert into the fimbrial region of the left fallopian tube. Contrast flows around and beyond the microinsert into the peritoneal cavity. 2. Occlusion of the right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event migration of device/ perforation: uterus, sweats, bloating and mood swings were added. Pt of the event hormonal changes was updated into menopause reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation\ migration of essure device \malposition of essure device\migration of a left microinsert into the fimbrial\ region of the left fallopian tube') and pelvic mass ('pelvic mass') in a 46-year-old female patient who had essure (ess205) (batch no. 624479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included body mass index normal. Concurrent conditions included headache, augmentation mammoplasty, shortness of breath, arthropathy, cardiac arrhythmia, endometriosis, pelvic congestion syndrome, pelvic adhesions, chronic anemia, endometrial ablation, ovarian cyst, axillary adenopathy and breast pain. Concomitant products included ondansetron, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic mass (seriousness criterion medically significant), pelvic pain ("pelvic pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower left side abdomen"), uterine mass ("left uterine mass") and ovarian cyst ("left ovarian cyst") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, pelvic mass excision and pelvic mass excision). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, pelvic mass, vaginal haemorrhage, menorrhagia, hormone level abnormal, cystitis, vaginal infection, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, allergy to metals, weight increased, fatigue, uterine mass and ovarian cyst outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic mass, pelvic pain, urinary tract infection, uterine mass, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion mentioned as (B)(6) 2009 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: as per pfs results- one did not take and the other dislodged. As per mr impression: 1. Migration of a left microinsert into the fimbrial region of the left fallopian tube. Contrast flows around and beyond the microinsert into the peritoneal cavity. 2. Occlusion of the right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine headaches, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation\ migration of essure device \ malposition of essure device\migration of a left micro-insert into the fimbrial\ region of the left fallopian tube') and pelvic mass ('pelvic mass') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included body mass index normal. Concurrent conditions included headache, augmentation mammoplasty, shortness of breath, arthropathy, cardiac arrhythmia, endometriosis, pelvic congestion syndrome, pelvic adhesions, chronic anemia, endometrial ablation, ovarian cyst, axillary adenopathy and breast pain. Concomitant products included ondansetron, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic mass (seriousness criterion medically significant), pelvic pain ("pelvic pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower left side abdomen"), uterine mass ("left uterine mass") and ovarian cyst ("left ovarian cyst") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, pelvic mass excision and pelvic mass excision). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, pelvic mass, vaginal haemorrhage, menorrhagia, hormone level abnormal, cystitis, vaginal infection, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, allergy to metals, weight increased, fatigue, uterine mass and ovarian cyst outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic mass, pelvic pain, urinary tract infection, uterine mass, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion mentioned as (B)(6) 2009 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: as per pfs results- one did not take and the other dislodged. As per mr impression: migration of a left micro-insert into the fimbrial region of the left fallopian tube. Contrast flows around and beyond the micro-insert into the peritoneal cavity. Occlusion of the right fallopian tube.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine headaches, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: case become incident, previously added injury nos was replaced with abnormal bleeding (vaginal) & new events- abnormal bleeding (menorrhagia), hormonal changes, bladder infection, urinary tract infection, vaginal infection, lower left side pain, migraines / headaches, migration of essure device, device breakage, dysmenorrhea,dyspareunia, nickel allergy, pelvic pain, pelvic mass, left uterine mass, left ovarian cyst, migration of essure device, perforation, weight gain, were added. Lot no. Was added. Model no. Was updated from 305 to 205. Concomitant conditions & drugs were added. Patient's demographic was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.